Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross a lesion. However, during procedure inside the patient, the end of the wire came off in the non-bsc catheter. No patient complications were reported.